Event description:
A report was received that the patient's ipg flipped and causing pain at the tailbone region. It was also reported that patient was having pain in the bra line area when using the scs. The patient will undergo a revision procedure wherein the ipg will be repositioned.